Manufacturer narrative:
H6. Investigation summary: two photos were provided to our quality team for investigation. Through visual inspection, the thumb press is observed to be broken. A device history review was performed for reported lot 1910303, no deviations or non-conformances related to the reported issues were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The areas where pieces run in the manufacturing area are protected to avoid damage on the product. While we could not identify a direct issue, it was determined the damage was likely due to the product jamming within the manufacturing equipment. A project was initiated to reduce damage on our product. Corrective action c-526-19 has been opened to investigate the root cause of damaged product and reduce the occurrence of this defect. H3 other text : see h10.

Event description:
It was reported that part of the bd plastipak¿ concentric luer lock syringe plunger had broken off in the packaging and was noticed prior to use. 2 syringes were found with this defect. The following information was provided by the initial reporter, translated from dutch to english: "a syringe was found in the packaging from which a round side of the piston had broken off. The piece wasn't in the packaging either, so it happened in the manufacturing process."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code: (B)(4), FDA patient problem code: (B)(4).

Event description:
It was reported that part of the bd plastipak¿ concentric luer lock syringe plunger had broken off in the packaging and was noticed prior to use. 2 syringes were found with this defect. The following information was provided by the initial reporter, translated from (B)(6) to english: "a syringe was found in the packaging from which a round side of the piston had broken off. The piece wasn't in the packaging either, so it happened in the manufacturing process."